Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The customer reported that on (B)(6) 2018, the ip1p (kit containing cc1.p1 and the ip1 introducer) probe was observed to be twisted during "control", five (5) hours after implementation. The probe gave incorrect values. The probe was removed and a new probe was implanted and the situation resolved. The investigator in the study center indicated "error during implantation" as the conclusion.

Manufacturer narrative:
No device was available for investigation. The device history records were reviewed and did not reveal any anomaly that could explain the reported event. The complaint was unverifiable.